Event description:
It was reported that the implantable pulse generator (ipg) was replaced for having reached elective replacement indicator (eri). During the replacement, it was noted that the right ventricular (rv) lead displayed much higher impedance and slightly higher thresholds in bipolar versus unipolar configuration. The lead was left in unipolar configuration and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4592 implantable pacing lead 2002 (B)(6). (B)(4).